Event description:
Information received indicated the emergency trend was not functioning.

Manufacturer narrative:
The hill-rom technician found that the emergency trend valve was bent. He replaced the trend valve to resolve the issue.